Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the knife did not rotate. The procedure was converted to a mini-laparotomy.

Manufacturer narrative:
(B)(4) - blade will not rotate prior to first use. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.